Event description:
The tibial component has shifted. Revision surgery is planned to exchange the tibial tray and poly inserts.

Manufacturer narrative:
The tibial component has shifted. Revision surgery is planned to exchange the tibial tray and poly inserts. Review of the device history record indicates that the device was manufactured to specification.